Manufacturer narrative:
Manufacture date is october 7, 2017 - october 9, 2017. The device was returned and evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed which verified the rupture. A microscopic evaluation could not identify any abnormalities that could have caused or contributed to the rupture. The cause of the event could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume infusor ruptured after filling. There was no patient involvement. No additional information is available.